Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that massive physical stress was applied to the c-cover resulting in the c- cover coming off the endoscope and leaking at the distal end. The reported fault was likely a result of mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was leaking at the distal end. The event occurred during an internal inspection. There was no patient harm associated with the event. The device was returned and evaluated, and it was found the plastic distal end cover was missing. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings are as follows: due to a cut on bending section cover, water tightness is lost; forceps channel port had a scratch; due to damage on bending section cover, insulation resistance value at distal end did not meet standard value; due to damage on insertion tube rotation ring, connecting tube did not rotate smoothly; and the bending section cover was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.